Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (monitor does not deliver pulses) was confirmed. Upon investigation the monitor was unable to complete a baseline and failed essential performance testing. The cause of this was a shorted c6 capacitor which also damaged the c7 component. The root cause for the shorted c6 capacitor could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor does not deliver pulses.